Event description:
As reported by the user facility: (B)(4) serial # (B)(4). Reports under infusion, exact drug information unk, piggyback bag alarms as done and goes to kvo rate; there is still fluid in the secondary bag. Secondary is run on the primary line, so there is primary bag hanging also. No pt injury. Reference MFR #: 9610825-2013-00209.